Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead appeared to be undersensing. The atrial lead remains in use. Additionally, a high svc (superior vena cava) coil impedance alert was noted. However, the implanted right ventricular (rv) lead does not have an svc coil. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.